Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a "implant was leaking in the or." Surgery was completed with a back-up device.

Event description:
Healthcare professional reported a "implant was leaking in the or." Surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a void >1 mm in non-textured, valve-to shell-bond area was observed. A leak test and microscopic analysis was performed which identified two striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a "implant was leaking in the operating room." Surgery was completed with a back-up device.